Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report that a patient experienced a skin reaction, on approximately (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Distributor described the skin reaction as being an irritation or allergy. Patient removed the sensor on the 3rd day after insertion and the skin appeared red, raised, blotchy and very itchy. The patient was seen by his health care provider (hcp) on approximately (B)(6) 2015. It is unknown if medication was prescribed. Additionally, it was reported that the patient does not have any permanent damage to a body structure from the reported event. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).